Manufacturer narrative:
Eval: results: (other) - a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector and the surgeon noticed the haptic was torn off. No pt contact or injury.